Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received quality control and patient sample results that were higher than the previous ones for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. The reporter also mentioned that after calibration the quality control and patient sample results were lower. The customer provided an example of discrepant na results for one patient sample: the sample initially resulted in a value of 154 mmol/l and repeated as 147 mmol/l. After several repeat measurements, a value of 145 mmol/l was deemed correct and reported outside of the laboratory. No incorrect result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service checked the instrument and replaced parts including the waste liquid line. The issue did not re-occur. The investigation is ongoing. H3: other text : na.